Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex braid was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the braid's distal, middle, and proximal were found fully open with no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the middle of the braid was found fully open with no damage. The cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and deployment of the braid in the vessel bend. The customer reported that the patient¿s vessel tortuosity was moderate, which rules it out as a potential cause. In this event, the deployment of the braid in the vessel bend may have contributed to the failure to open in the middle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent was slightly too long and could not open at the posterior curve of the cavernous segment. Multiple attempts were made without success. Ultimately, a shorter and smaller stent was selected, resolving the issue. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right cavernous segment aneurysm with a max diameter of 6mm and a 4mm neck diameter. Landing zone: distal: 3.8mm and proximal: 4.3mm. It was noted the patient's vessel tortuosity was moderate. Patient was noted to have a medical history of hypertension. Dapt (dual antiplatelet treatment) was administered and pru level met the standard. The angiographic result post procedure showed blood flow was unobstructed, but significant contrast retention was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the failure to open was in the middle of the pipeline. The pipeline was placed in a vessel bend when it failed to open. Resheathing was done in an attempt to open the pipeline.